Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed that the errors no longer returned. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the clinical sales representative (cs) contacted the technical service engineer (tse) regarding repeated recoverable faults 23087 and 23153 occurring on the universal surgical manipulator 2 (usm 2). The customer disabled the usm2 to continue the surgical procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis. In artemis, the 23069 error was found indicating pot to encoder fault on the usm insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23069 error was triggered indicating fault on the insertion axis, replicating the reported event. The usm was then installed onto a pftp (patient side cart fixture test platform) where sensor check was found to be failing the insertion axis. Once testing was completed, the insertion searchlight pca (printed circuit assembly) was tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause based on findings from failure analysis is attributed to sensor errors pertaining to the insertion searchlight pca.